Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced pain below the incision site and had difficulty in charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.